Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -7.0/+2.0/094 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020, the lens was exchanged with a longer lens due to low vault and lens rotation. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a vial in liquid. Visual inspection found no visible damage. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- "02-oct-2020" should be corrected to "02-nov-2020" in the initial MDR. Claim# (B)(4).